Event description:
It was reported that a malfunction alarm occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating the absence of an adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.